Event description:
It was reported that during use in a non-calcified lesion, the 2.5 x 15 mm voyager balloon ruptured at 12 atmospheres (atm). Another voyager of the same size was used successfully. The 3.5 x 15 mm voyager was then used to treat another non-calcified lesion in the same patient. However, the balloon ruptured at 12 atm. A voyager 4.0 x 15 mm balloon was used without issue. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager catheter found blood visible on the shaft and in the balloon and contrast in the inflation lumen and in the loosely folded balloon, consistent with preparation and a rupture during use in the patient anatomy. There were multiple bends throughout the entire length of hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. There was a longitudinal rupture in the balloon 0.5 millimeters (mm) distal to the proximal balloon marker for a length of 17 mm ending at the distal taper of the balloon, confirming the reported rupture. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. The scanning electron microscopy (sem) lab analysis noted the balloon failure may possibly be related to exposure conditions or a material/processing discrepancy initiating from the inner surface. Numerous partial tears were observed on the inner surface. Damage to the inner surface of the this type may be due to factors such as exposure conditions during the procedure, multiple inflations and/or high stress being applied to the balloon material or a material/processing discrepancy. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. To ensure this type of damage is not a result of a potential manufacturing deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. Reportedly the balloon was not soaked prior to use. It should be noted the rx voyager instructions for use (IFU) states to submerge the balloon in the sterile heparinized normal saline during balloon preparation to activate the coating. Although the analysis could not determine the cause of the balloon rupture, the failure to soak the balloon prior to use can contribute to a balloon rupture. Return analysis confirmed the reported balloon rupture; however, a conclusive cause could not be determined. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record revealed no nonconforming material records related to the reported complaint. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents.

Event description:
Subsequent to the initial report filing, the following additional information was received: the voyager balloons were not soaked prior to use. The voyager balloons were used for predilation of an ostial left anterior descending artery (lad) lesion. The balloons both ruptured during the first inflation at 12 atmospheres. No resistance during advancement/retraction was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.5 x 15 mm rx voyager is being filed under a separate medwatch report.